Event description:
Upon opening the sterile caina syringe with safety needle, it was observed that there was no plunger on the stem. Not used on patient. Manufacturer response for syringe, piston, caina (per site reporter), will obtain.